Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was analyzed and no anomalies were found.

Event description:
It was reported that during the implant attempt, the physician did not have the lead fully engaged before tightening the setscrew. Upon trying to back out the setscrew, the screw head either got stuck or was stripped. The device was not used, and another device was successfully implanted. No patient complications have been reported as a result of this event.